Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels reaching over 400 mg/dl. Reportedly, the customer delivered a bolus to address elevated bg levels. The customer declined to provide any additional information regarding the reported issue, and declined troubleshooting with tandem technical support.